Manufacturer narrative:
It was discovered on march 1, 2016, that the initial report for this event was never received by the FDA. This was the result of a submission failure on the date of initial filing (september 18, 2015) caused due to a "missing device problem code" error. Because it is not readily apparent to the user that a report has failed submission (no emails or notifications are sent out and each acknowledgement has to be opened and searched for a failure), it was not discovered until march 1, 2016 during a retrospective review that the initial report was never received by the FDA. Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group recieved a report that the s5 roller pump control panel displayed an error message. This occured at any console position the pump was plugged into and with any number assigned to the pump. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group recieved a report that the s5 roller pump control panel displayed an error message. This occured at any console position the pump was plugged into and with any number assigned to the pump. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device extensively but was not able to reproduce the reported failure. The device was returned into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.